Event description:
It was reported that during a coronary treatment procedure balloon deflation difficulties were encountered. Vascular access was gained via a radial approach. An 85% stenosed, concentric shaped, 20mm in length target lesion was located in the mildly tortuous, 5.0mm in diameter distal right coronary artery (rca). A 5.00mm x 24mm liberte stent was advanced without resistance to the target lesion and the stent was deployed at 22atms. After stent deployment, the balloon of the delivery system did not deflate and remained stuck within the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system. The stent was not returned. The mid-shaft was stretched, kinked and necked-down. There was no damage noted to the tip. The balloon was bunched-up. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated within deflation specifications. The reported deflation issue was not confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as it was discovered that the balloon pressure was inflated past the rated burst pressure per the dfu. (B)(4).

Event description:
It was reported that during a coronary treatment procedure, balloon deflation difficulties were encountered. Vascular access was gained via a radial approach. An 85% stenosed, concentric shaped, 20mm in length target lesion was located in the mildly tortuous, 5.0mm in diameter distal right coronary artery (rca). A 5.00mm x 24mm liberte stent was advanced without resistance to the target lesion and the stent was deployed at 22atms. After stent deployment, the balloon of the delivery system did not deflate and remained stuck within the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).